Manufacturer narrative:
Additional information: an unexpected return confirmed a male luer break. Visual inspection as received confirmed the male luer collar to be cracked and broken. Closer inspection of the break under a lab microscope observed no stress marks or tool marks. The set was visually inspected for cracks, misassemblies or damages to the components. No further testing could be performed due to the broken male luer collar. Device history record for model me2017 could not be performed due to no lot number being provided by customer. The root cause was identified as related to design of the specific male luer component.

Event description:
Product was received as an unexpected return with an unspecified failure.